Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown - nails: tfna/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Synthes rep. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, open reduction internal fixation surgery for femoral trochanteric fracture was performed with tfna in question. The surgeon inserted tfna screw and locked the locking mechanism in line with the surgical technique. After that, the inserter could be rotated, which suggested that the locking mechanism didn¿t work properly. The inserter could be rotated even after the surgeon advanced the screwdriver completely. The doctor complained and had anxiety regarding the design spec (bone contact loss by wobble) to the sales rep on (B)(6). It was reported that the design of tfna, the locking mechanism of the tfna is designed and manufactured "loosely". Tfna is in the state of structural design where the part here is designed and manufactured "loosely", and the doctor is complaining about the clinical anxiety (bone contact loss by wobble) there. Although the product itself functions according to the design specifications, it is said that the original product specifications are sued for doubts and apprehension. In addition, the surgeon expressed dissatisfaction with the screwdriver design. He surgeon stated that he had to apply adduction to the patient leg to insert the screwdriver because the whole shaft bends. He wants a screwdriver that only bends at its tip. He had difficulty in inserting the driver through the incision. No further information is available. This report is for one (1) unk - nails: tfna. This report is 1 of 1 for (B)(4).